Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (hmii lvas) and the reported event could not conclusively be established through this evaluation. Additionally, the evaluation of the submitted system controller log file confirmed low voltage hazard alarms however, a specific cause could not be conclusively determined through this evaluation. The reported events appear to be routine. The account submitted log files for review. Review of the submitted log files revealed low voltage hazard alarms due to the battery depleted to hazardous levels. Transient pi events were also recorded throughout the log file. Pump power remained normal throughout the log files. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had had extensive damage to his external driveline due to kinking/twisting. The patient remains ongoing on heartmate ii lvas. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The heartmate ii lvas instruction for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, the hmii lvas IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. In section 4.1.2 "warnings - patient/system management issues", the IFU explicitly states that completely depleting the battery charge when operating on batteries will cause the pump to stop. The heartmate ii lvas patient handbook warns the patient to always connect to ac electrical power through the power module for sleep or when anticipating sleep and to use battery power only when awake and able to respond to system alerts and alarms.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 and h4: additional information.

Manufacturer narrative:
Approximate age of device - 6 years & 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had extensive damage to his external driveline due to kinking/twisting. No alarms were noted on interrogation. The log files displayed two transient low voltage alarms on (B)(6) 2019 at ~11:28am where the controller operated momentarily on the external backup battery (ebb) / power save mode due to depleted batteries. These types of issues can be caused by possible patient error. There were no other unusual events seen within the log file. The mcs equipment is operating as intended. No further information provided.